Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on a e module analyzer. The customer believed the results from the e module analyzer to be unbalanced for this sample. This medwatch will cover ft3. Please refer to the medwatch with (B)(6) for information related to ft4. The sample was initially tested at the customer site on the e module analyzer on 07/15/2016. The sample was provided for investigation where it was tested on a modular-pe analyzer and an e411 analyzer on 07/29/2016. Refer to the attachment for the sample result data. The patient was not adversely affected. The serial number of the e module analyzer used at the customer site was asked for, but not provided. The modular-pe analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 124419, with an expiration date of december 2016 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 124419, with an expiration date of december 2016 was used on this analyzer. A specific root cause could not be determined based on the provided information. There was not enough remaining sample volume available for further investigations. For the observed differences in ft3 and ft4 values between the e module analyzer and the cobas e 411 analyzer, a biological component may be present in the sample that may interact differently with the assay components during the prewash procedure. The pre-wash procedure is in use with the large type of analyzers such as the e module analyzer. This may result in discrepant results generated with the large type of analyzers versus the smaller type of analyzers such as the e411 analyzer, which does not use the prewash procedure.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have determined that it contains an interferent to the streptavidin present in the ft3 and ft4 assays. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.